Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 428 mg/dl at the time of incident and the current blood glucose level was unknown. Customer other blood glucose value was 438 mg/dl, 458 mg/dl and 400 mg/dl. Customer also reported insulin pump had insulin flow block alarm. Customer stated alarm did not occur during fill tubing and event was resolved by changing complete set. The customer was treated with manual injection for high blood glucose. Customer did not allege pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer declined to check for the presence of leaks or air bubbles in the tubing or in reservoir and also declined to check for possible site or insulin issues. The device will not be returned for analysis.